Manufacturer narrative:
The issue was discovered and resolved prior to the procedure; there was no patient involvement yet. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Phone number:(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the holding+distraction instrument was delivered partially assembled. The device was processed without disassembling first, making the individual components non-sterile. During set up for a cervical corpectomy procedure the scrub nurse was attempting to disassemble the holding+distraction instrument holder in order to assemble all the components correctly, but the instrument appeared very tight. It was too stiff to push the sleeve inside the cannulation, and would not lock. Upon inspection, it appeared that one of the components was slightly damaged and was building a ridge as it was pushed into the handle. This eventually caused it to jam, making it difficult to disassemble. Another of the same type of instrument had to be sourced from a different hospital. The instrument was able to be delivered and processed in time for the surgery to be completed; therefore there was no delay and no effect on the procedure as a result of the instrument issue encountered. This is report 1 of 1 for com-(B)(4).